Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a gap of adhesive was present on the distal end. Additional evaluation findings are as follows: air/water leak due to loose scope connector; chipping of a-rubber glue; insertion tube defects; blue paint around air/water cylinder faded/missing; red paint around suction cylinder faded/missing; scope cover scratched; scope body scratched; deterioration or discoloration of the connector due to chemical stress during reprocessing (caused by handling); angulation out of specification due to stretched angle wires. The investigation is ongoing and the definitive root cause of the gap of adhesive on the distal end cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis evera ii ultrasound gastrovideoscope to olympus for repair due to a report that a "pressure balancing problem" occurred "during manual pressing or leak test." Upon inspection and testing of the returned device, it was determined a gap of adhesive was present on the distal end. This report is submitted due to the gap of adhesive on the distal end. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive gap on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.